Event description:
A health care professional reported that an implantable collamer lens was implanted into the patients eye. Pupillary block was noted. Lens was explanted and replaced with a shorter length lens. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H11 - manufacturer narrative: pupillary block is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).